Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of a failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she received multiple failed battery test alarms from the pump. The customer was advised that (B)(4) aaa batteries are the most effective for the pump's use. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer was instructed to check contacts on battery cap for damage. The customer stated that neither compartment nor spring are damaged or corroded. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement battery cap.